Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an over correction three and a half months following lasik treatment. The patients refraction is reported as stable. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows during the start up the system passed successfully all initialization steps and the user performed the gas change, the energy check and skipped the scanner test. The user performed the eyetracker test successfully before the fluence test failed with difference depth 21.6 m instead ±1.5m, but the user still confirmed the fluence test. The too high ablation depth of fluence test could be potential contributing factor for an overcorrection. During the whole day the user did not renew the energy check in the recommended time range. No technical problem can be identified during logfile review no technical root cause was identified as the system was operating within specifications. The possible root cause could be the user confirmed the failed fluence test instead of repeat performing fluence test. (B)(4).